Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was not confirmed. And the unit was working normally. The root cause could not be identified. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The device evaluation found that the visera elite ii video system center was operating correctly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus field service engineer reported (on behalf of the customer) that the visera elite ii video system center displayed error e333 on the monitor. The issue was found during preparation for use before a diagnostic procedure. There were no reports of patient harm.